Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number was not provided.

Event description:
The customer reported a black screen. There was no reported patient involvement.

Manufacturer narrative:
The customer reported a black screen. Further information was provided to correct that the screen was displaying in english.